Manufacturer narrative:
As reported by the sales representative, after all the deployment steps were followed as per the sales representative guidance, the 6f/7f mynxgrip vascular closure device (vcd) had become jammed and the physician was not able to pull back to reveal the plug after the green shuttle had gone down. Once the device was removed from the patient, the device still remained firmly jammed in the sheath and it seems as though the plug had begun to swell inside the device. It is unknown whether it is due to the operator's excessive tension on the device or whether it is a device issue. No other additional information is available at this time.  The product was not returned for analysis. Review of lot f1702603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use the mynxgrip if the device appears damaged or defective in any way as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that patient information (section a, gender, age and weight) is unknown.    Please note that an account number was not provided. However, the event occurred in the united kingdom. (B)(4)..   The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, after all deployment steps were followed as per sales rep guidance, the 6f/7f mynxgrip vascular closure device (vcd) had become jammed and the physician was not able to pull back to reveal the plug after the green shuttle had gone down. Once the device was removed from the patient, the device still remained firmly jammed in the sheath and it seems as though the plug had begun to swell inside the device. It is unknown whether it is due to the operator's excessive tension on the device or whether is a device issue.